Manufacturer narrative:
Exact date unknown, three weeks after implant. Additional suspect medical device component involved in the event: product family: scs-ipg, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: 543178.

Event description:
It was reported that the patients stimulation had changed due to lead migration. During the revision procedure it was discovered that the patient had an infection. The physician decided to explant all device components.

Event description:
It was reported that the patients stimulation had changed due to lead migration. During the revision procedure it was discovered that the patient had an infection. The physician decided to explant all device components. Additional information that the patients infection was located at the ipg site without any symptoms. The physician does not believe that the infection was device nor procedure related. The patient was put on antibiotics. All explanted devices were kept byt the medical facility.